Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 3006705815-2018-00822. It was reported that patient developed complications while under anesthesia for a scs system implant on (B)(6) 2018. Reportedly, during the procedure patient started vomiting and patient¿s oxygen level was dropping. Medical staff tried to suction the patient with face down, however proceeded to turn patient onto back and elevate the head to clear the airway. Physician opted to abandon the procedure and proceed at a later date.